Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that an internal connection between the therapy connector assembly and the transfer relay assembly was loose. After reconnection, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not recognize the connection to a patient with the device's defibrillation therapy cable. The customer indicated that they were using the defibrillation electrodes and the lead on the device was showing as paddles, but when attempting to monitor the patient, there was no recognized cable connection showing. The customer did have a backup device and continued patient care with minimal delay. There was no report of any adverse effects to the patient as a result of the reported issue. No additional information of the event or the patient has been provided to physio-control.